Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown; therefore, is unknown. The brand name and 510k have been provided in this MDR. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13k26065 and h14a07064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.